Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the base pump and calibrated sample and reagent probes. The cse checked dispenses for wash station and pump, which passed. The cse emptied and filled the ring and also changed the rack position for siemens cup. The cse ran precision testing, which passed. The cse ran quality controls (qc), which were within range. The cse revisited the customer site and discovered that the level 3 qc for tni-ultra method was out of range. The cse performed monthly cleaning procedure and decontamination of the system. The cse performed bubble detector calibration. The customer performed qc, which were high out of range for both levels. The cse performed calibration and repeated qc, which were still out of range. The cse found the precision testing on qc levels was erratic. The cse revisited the customer site and decontaminated the system with double strength cleaning solution. The cse reran calibration and qc on both levels and found level 3 was within range but level 1 was slightly high out of range. The cse replaced the luminometer and then reran calibration and qc, which were high out of range on both levels. The cse discovered that valves v4 and v5 from the rotary pump were not functioning. All wash dispenses were being dispensed through dispense port 1. The cse revisited the customer site and reviewed past assay calibrations. The cse observed relative light units (rlus) doubled on low calibrator. The cse then tested sample air pump and ran reagent probe sensor test, and dark counts. The cse removed the wash manifold and tested dispenses. The cse revisited the customer site and replaced the defective valve manifold assembly. The cse primed, tested and measured dispenses at each dispense port. The cse replaced the sample probe assembly due to a loose wire. The cse calibrated both probes and calibrated the assay. The cse ran qc, which were within range. The cse performed precision testing, which passed. The cause of the discordant, falsely elevated tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
Initial MDR 2432235-2016-00253 was filed on may 18, 2016. Additional information (06/22/2016): a siemens headquarter support center (hsc) reviewed the service activity related to this event and concluded that the cause of the discordant, falsely elevated tni-ultra results on two patient samples was due a defective valve manifold.